Event description:
In 1982 reconstructed under the pectoralis major muscle with another 300cc implants. The pt had right capsular contracture and infection. Pt developed fatigue in 1983 which was progressive and she has axillary pain with exercise. In addition, she also has aortoiliac atherosclerotic peripheral vascular disease. In 9/91, after lifting a heavy pt, pt was noted to have bilaterally ruptured implants. These implants were replaced at that time with 300cc's co high profile gel filled implants. Postoperatively she continued to have more pain in the axilla associated with itching and as a result of concern of possible continual reaction to silicone, she would like implants removed. There is a class ii to iii capsular contracture on the right, and the left side is soft without any contracture. Pt has no nodes palpable on the right side. Both implants are intact on xeromammogram.